Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2004 the patient presented with the following pre-op diagnoses: lumbar spinal stenosis; post-laminectomy syndrome, status post l5-s1 laminectomy; debilitating lumbar back pain; recalcitrant sciatica. The patient underwent the following procedures: anterior spinal fusion, l5-s1 via left sided paramedian, retroperitoneal approach; additional level anterior spinal fusion, l4 -5; additional level anterior spinal fusion, l3-4; placement of synthes fra biomechanical spacers in the l3-4, l4-5 and l5-s1 disc space; placement of rhbmp-2/acs in the l3-4, l4-5 and l5-s1 disc space. Implants used: large rhbmp-2/acs, tissue from mtf. Per op notes, once the discectomy was done, the disc space was cleansed. 17 mm spacers were filled with one morphogenic protein, tamped it into position with excellent interpositional fit at l4-5. The surgeon then exposed the l3-4 disc space, marked this, obtained lateral fluoroscopic images to confirm the level and performed a similar thorough discectomy and a 19 mm spacer filled with bone morphogenic protein was placed. One the grafts were placed in the three disc spaces, the surgeon then placed surgical over the disc spaces to improve hemostasis which was adequate. The surgeon then obtained ap and lateral fluoroscopic imaging which was satisfactory with the alignment, and graft placement. No patient complications were noted.